Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-linear leads, upn m365sc2317700, model sc-2317-70, serial-lot (B)(6), batch 7084346, (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads displayed high impedances. The patient underwent a revision procedure in which the leads were explanted. No additional adverse patient effects were reported. The leads will not be returned as they were contaminated.